Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) arrived at the station, where the pharmacist logged in and confirmed the reported failures. Upon logging into the hardware testing application (hta), the drawer was visible, but no cubies were detected. The fse pulled out the station, removed the back panel and the drawer¿s rear cover, and replaced the drawer controller board. After reassembling the drawer and reconnecting the bus cables, the station was powered up. Functional testing was performed in hta, confirming successful repair and drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.